Manufacturer narrative:
(B)(4). This report was not confirmed. Based on the information gathered during baxter?s investigation, the cause of the system error 2240 was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) was not connected at the time of the alarm; however, reconnected with the sample supplies. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
A caregiver (cg) contacted baxter's technical service center regarding a system error (s/e) 2367 alarm that appeared on the home choice (hc) during drain 5 of 5. The cg stated the home patient (hp) was not connected at the time of the alarm; however reconnected with the sample supplies. The cg stated power was lost in the house. The technical service representative (tsr) explained the alarm and assisted the cg to end therapy. The tsr reviewed the alarm log; the cg confirmed a se 2240 alarm occurred prior to the se 2367. The cg stated that the hp disconnected from the machine during the power outage. The tsr advised to discard supplies and finish with a manual. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.